Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 135, 333, 228, and 151 mg/dl. Tests were done within 10 minutes with a difference of 45%. Patient did not experience any adverse events.